Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were replaced due to "cylinder connection tube cracking." A new pair of preconnected ipp cylinders with pump was implanted. Additional information received states that approximately two weeks prior to surgery the device was not working properly. It is believed that the cracks in the tubing occurred after the device was in use but that they were not related to a device malfunction. The patient was doing well following the surgery.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specification. Product analysis did not identify any cracks in the kink resistant tubing; the reported events could not be confirmed. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported device malfunction, but the krt wear was concluded to confirm the reported "tube crack" allegation. D4: model number: 72404310, lot number: 834660001, model description: pump ms.

Manufacturer narrative:
Model number: 72404310, lot number: 834660001, model description: pump ms.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were replaced due to "cylinder connection tube cracking." A new pair of preconnected ipp cylinders with pump was implanted. Additional information received states that approximately two weeks prior to surgery the device was not working properly. It is believed that the cracks in the tubing occurred after the device was in use but that they were not related to a device malfunction. The patient was doing well following the surgery.